Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a depression while in vivo.

Event description:
It was reported that the device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.